Event description:
Blood clot in right eye. Months of fatigue, hair loss, hypothyroid, skin problems peeling skin on fingers and toes, cold intolerance, ringing in ears, pain in joints, diagnosed with lupus. Had textured breast implants in (B)(6) 996. None of these symptoms until several years later. Chronic inflammation, my labs after blood clot in eye found lupus. My ana was greater than 1280.